Manufacturer narrative:
A full UDI is not available due to unknown lot/sn.

Event description:
It was reported a patient has nasal implant that has not resorbed after 2 years which is causing bulge on the nose. Attempts are being made to gather additional details.